Event description:
Employee nurse was completing crash cart check, which includes test discharging the defibrillator. When employee discharged the defibrillator, he received an electrical shock which resulted in a burn to left hand and laceration to right thumb. Eye witness reports seeing spark flying across machine and employee being thrown across hall, into the wall, looking as if had a seizure. Employee transferred to emergency room where treated and released. Employee did not lift paddles prior to discharge. Investigation revealed no metal contact between employee and paddles. Gel residue found on paddle, which according to bio-med could be causal factor. Gel not noticeable with paddles in holders.